Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml at a dose of 5.764 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2020 that the patient developed a granuloma at the catheter tip site, which was confirmed by an MRI (magnetic resonance imaging) on an unknown date. It was indicated that no environmental/external/patient factors that may have led or contributed to the issue were reported. The system was removed, and the issue was resolved. That patient status at the time of the report was alive without injury. No further complications were reported or anticipated.